Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system, section: potential adverse events (united states), ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported an impella cp pump was placed to support a high risk percutaneous coronary intervention (hrpci) patient. The patient had poor vasculature anatomy with the right iliac artery being occluded. Left femoral access was obtained with micropuncture. Upon angiography of the distal vessel, the team found occlusions and elected to obtain antegrade access in the event that a bypass might be needed for flow. The antegrade access was obtained by the provider who left the wire in place with no sheath. The patient remained on the support for the hrpci til weaned and explanted after two hours. The patient survived the procedure.

Manufacturer narrative:
The investigation of limb ischemia has been completed. The impella device was not returned for evaluation. As all the necessary information was not provided, the root cause of the limb ischemia was not determined.